Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve is a precision valve with 5 dots. The valve was visually inspected: a cut / tear was noted in the silicone housing over the valve casing, as well as a mark in the valve casing. The valve was hydrated for 24 hours. The valve was flushed, leaked from the cut/tear in the silicone housing. The valve was leak tested, leaked from the cut/tear in the silicone housing. The catheter was irrigated, no occlusions were noted. The valve was reflux tested, leaked from the cut/tear in the silicone housing. The valve was dried. The valve could not be pressure tested due to the damaged silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the seat of the ruby ball, and the underside of the base plate. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the (B)(6) 2005. The root cause of the problem reported by the customer could be due to the biological debris found on the seat of the ruby ball and the underside of the base plate as well as the cut/tear in the silicone housing, this however could not be determined. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear/cut resistance, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(6). Upon completion of the investigation a follow up report will be filed.

Event description:
Translation: valve abruptly stopped functioning.